Manufacturer narrative:
H3: one device was received. The device was visually inspected and the customer reported issue was able to be confirmed. The downstream occlusion (dso) seal was delaminated. The dso seal was replaced. Upon further investigation, the upstream occlusion (uso) seal was found to be delaminated. The uso seal was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the dso seal was bubbled and ripped. Issue was found during testing and no patient involvement was reported.